Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results of "140, 125mg/dl" as compared to another meter's result of "61mg/dl." This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strips failed testing, on performance testing with control solution, the test strips were reading high. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.